Manufacturer narrative:
Device is combination product. A synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage, with struts lifted and bunched in a proximal direction along the balloon. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A dark dried media was noted inside the balloon and inflation lumen. A visual and tactile examination of the hypotube found multiple hypotube. A visual and tactile examination of the shaft polymer extrusion found the midshaft has been stretched and was broken at a site 121.2cm distal to the distal strain relief. Damage was noted to the inner shaft polymer extrusion 6.5cm distal to the tip. An examination (visual and via scope) of the tip identified tip damage. No issues were identified during the product analysis.

Event description:
Reportable based on analysis made on 28mar2019. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and calcified vessel. A 3.50 x 24 synergy stent was advanced but could not cross the lesion. The procedure was complete with different device of the same model. The patient status was stable. However, the returned device revealed stent damage and shaft break.